Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the frame is wallowed out where the head tube attaches to the frame.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the bolts are broken off of threaded inserts and holes are wallowed out, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer is stating that the frame is wallowed out where the head tube attaches to the frame.